Manufacturer narrative:
Results of investigation:vyaire medical was unable to duplicate the reported issue.the suspect device/component passed all testing and met all specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that their engineer replaced the 3-phase motor driver and the problem did not occur again. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that immediately after the vela ventilator was powered on motor fault alarm occurred. The customer confirmed that there was no patient involvement associated with the reported event.